Event description:
It was reported that the patient's system controller was exchanged at an outside hospital for an unknown reason. It was also noted that the driveline was pulled significantly out of the body. Log files were submitted for review and found no unusual events. Related manufacturer's reference # for the system controller exchange: 2916596-2023-01610.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
H6: investigation findings - usage problem identified (4248) manufacturer¿s investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) and the reported events could not be conclusively determined through this evaluation. The lvad event log file contained events 11mar2023. No notable events were observed, and the pump appeared to function as intended throughout the duration of the file. The submitted controller event and periodic log files are evaluated under the controller investigation. Per this investigation, the pump appeared to operate as intended at the set speed throughout the files. The patient remains ongoing on heartmate 3 lvas and no further related events have been reported at this time. The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Sections 2 and 6 of the IFU, as well as sections 2 and 4 of the patient handbook state that ¿to avoid pulling on or moving the driveline at the exit site, the driveline must be stabilized at all times. Pulling on or moving the driveline can keep the exit site from healing or damage an already healed exit site. Exit site trauma or tissue damage can increase the patient¿s risk of getting a serious infection¿. No further information was provided. The manufacturer is closing the file on this event.